Event description:
Pulmonetic systems, inc. Received the following information from a representative of facility on 01/27/2003. The representative reported the following problem: during operation, power down. After that, the unit didn't turn on.